Event description:
On 05/13/2006, the rn went to flush the catheter, and she noted leakage of the ns. The "pigtail" fell apart in her hand. She was unable to remove the piece left in the IV catheter. She removed the IV line, and reinserted a new IV line.